Event description:
It was reported that when the device was used with a reload cartridge during a gastroplasty procedure, it did not fire the staples. Another device was used to complete the case with no consequence to the pt.